Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had broken battery tube threads, a broken reservoir tube lip, cracked reservoir tube window, cracked case at a display window corner, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer's mother reported that the insulin pump gave them a button error alarm and that there was a crack around the edge of the battery compartment. The customer had been laying out in the sun and the mother could not recall any other significant event that could have caused the alarm. The blood glucose reading was 256 mg/dl. Customer was treated. Nothing further was reported.